Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was confirmed. Upon investigation the monitor failed an incoming pulse test and displayed a service code 110. The cause for the failure was isolated to a shorted c10 capacitor on the computer/analog pca, also causing thermal damage to the board underneath. The root cause for the shorted c10 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.